Event description:
It was reported that the user experienced overnight low glucose values about one week after a recent fr and called to review correct treatment of lows; the event was characterized as urgent low glucose requiring immediate management and education, with cause unclear. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, assignment for additional training, and self-treatment with oral glucose. Investigation included case intake and user counseling on appropriate low-glucose treatment. Investigation of this case revealed no device malfunction reported and no component failure reported, with the issue attributed to hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.